Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. No additional adverse patient effects were reported. Additional information received detailed this pacemaker was explanted due to explant indicator alert and remote monitoring disabled after approximately nine years implanted. This device was returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. No additional adverse patient effects were reported.